Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device with an unresponsive up and down touch screen arrows. An astral support representative went through the troubleshooting steps with the customer and requested that the device was rebooted. The device reboot resolved the customer issue. The device was not returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had a partially unresponsive touchscreen. There was no patient injury reported as a result of this incident.